Manufacturer narrative:
This rv lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting undersensing as well as high pacing thresholds measurements and loss of capture. The physician through the rise in thresholds was due to the patient's own condition. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted the helix was in an extended position. Visual inspection found dried blood/tissue around the helix. The helix was observed to be stretched and bent at approximately 90 degrees. Electrical testing was performed and no anomalies were noted. Analysis was unable to confirm the clinical observations made against this lead in the field.